Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision with multiple assays on architect c16000 system serial number (B)(4). Patient sample ID (B)(4) generated an initial sodium result of 120 mmol/l (critical low) on (B)(6) 2016. Repeat testing generated a result of 140 mmol/l (normal). No adverse impact to patient management was reported.

Manufacturer narrative:
Abbott field service was dispatched to resolve the issue. The abbott field service representative observed that the cuvette segment(s) were contaminated /dirty and the most likely cause for the issue. There were multiple follow up calls to the customer to confirm that no additional discrepant ict results were observed. An instrument service history review revealed no additional erratic or discrepant results reported on architect serial (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction of the cuvette was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site as the cuvettes required additional manual cleaning. However, a systemic issue or product deficiency was not identified.